Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion at c4-5 and a c5-7 corpectomy. Approximately 5 weeks post-op, the patient felt/heard a pop. Patient was asymptomatic. X-rays showed that the plate had pulled apart. The patient underwent revision surgery to remove the broken plate, new instrumentation was implanted.

Manufacturer narrative:
(B) (4): the plate was returned for evaluation. Visual examination confirms implant assembly separated. Optical and microscopic examination of the implant reveals ratchet spring pocket broken. Microscopic and sem examination of fracture suggests some evidence of fatigue. Implant end component ratcheting catch feature material plastically deformed, suggesting possible tensile overload in the fully closed position. Observations are similar to observations of tensile failures found in (B) (4). Four screws utilized to fixate plate. No posterior construct for additional stabilization. X-ray analysis reveals an ap gap which appears to be present at the cranial end of the implant. This could potentially result in a bending moment during neck extension. It is possible this moment may have overcome the design limits of the implant, which could have contributed to the foregoing event. A review of the device history records did not identify any applicable nonconformance to specification. X-ray review found multiple lateral views taken of c5, c6 corpectomy with a plate that has disassociated in distraction. Plate appears to be proud at c4 with screws incompletely seated at c4 in one view.